Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received four inappropriate treatments. The device was started up at 23:52:51 on (B)(6) 2023. At 01:21:06 on (B)(6) 2023, an arrhythmia was detected. ECG shows with intermittent cardiac activity and motion artifact. At 01:22:01, the patient received the first inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole with intermittent cardiac activity and CPR/motion artifact. At 01:25:07, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and CPR/motion artifact. At 01:26:28, the patient received the second inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with intermittent cardiac activity and CPR/motion artifact. Post shock rhythm continued to be in asystole with intermittent cardiac activity and CPR/motion artifact. At 01:26:59, the patient received the third inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with intermittent cardiac activity and CPR/motion artifact. Post shock rhythm continued to be in asystole with motion artifact. At 01:28:00, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 01:29:05, the patient received the fourth inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/motion artifact. Post shock rhythm was vt @ 100 bpm degrading to vf. The device was shut down at 01:31:23 on (B)(6) 2023.